Event description:
Procedure performed: endoscopic left colectomy. Event description: report from the sales rep. While the gauze was being inserted and removed with forceps, there is a sound and the port fell apart. The part of this unit was dropped in the body; however, it was taken out and there was no impact. The photo of this event unit is not available since it has already sent back from the hospital. This unit will be returned. Product available for return: 1 unit the investigation report has been requested. Additional information received from applied medical representative on 15oct2025: the parts fallen apart were both of kii seal and canula. Intervention: replaced with a new one. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of seal component dislodgment. Based on the condition of the returned unit, it is likely the reported event was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: endoscopic left colectomy event description: report from the sales rep. While the gauze was being inserted and removed with forceps, there is a sound and the port fell apart. The part of this unit was dropped in the body, however, it was taken out and there was no impact. This unit will be returned. Product available for return: 1 unit additional information received from applied medical representative on 15oct2025: the parts fallen apart were both of kii seal and canula. As the broken rates, 2/3 was kii seal, and 1/3 was canula. Intervention: replaced with a new one. Patient status: no patient injury or illness associated with this event.